Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer was on manual injections for a couple of months and when he tried to connect back to the insulin pump, he noticed that only the down arrow button works. Blood glucose value is 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.